Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 3.00 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent strut was lifted. The procedure was completed with a 3.0x20 synergy xd stent. There were no patient complications nor injuries reported.